Event description:
Per independent repair center, the unit would not start. The key failure was ties wraps to the sieve beds being defective. Additional malfunction for this device was the wiring harness was unplugged from the pc board.